Event description:
It was reported that the proximal lad was adequately predilated with a 3 mm balloon catheter during a percutaneous transluminal coronary angioplasty (ptca) procedure. However, during deployment of the stent delivery system (sds) stent in the proximal lad, the balloon ruptured and the vessel dissected. The pt experienced cardiac arrest on the table and was revived. The ruptured balloon was pulled out and a new 3 mm balloon catheter was introduced and the stent was inflated. The pt was unstable and was sent for surgery. The pt was on a intra-aortic balloon pump (iabp) for 24 hours and was discharged in 2005.